Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain in her pelvic region") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 3. Previously administered products included: oral contraceptive nos. On an unknown date, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("the plaintiff noticed an increase in all of her allergies"), malaise ("would feel unwell"), brain fog ("brain fog"), heavy menstrual bleeding ("suffering a period that was longer than necessary and longer than reasonable as"), abdominal discomfort ("distress") and uterine injury ("damage to the plaintiff¿s uterus"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, brain fog, heavy menstrual bleeding, hypersensitivity, malaise, pelvic pain and uterine injury to be related to essure administration. The reporter commented: approximately 3 months later there was a review when she was informed that the essure implantation had been a success. The plaintiff had a hysterectomy. The plaintiff sought x-rays of the coils but dr refused to have x-rays taken. The plaintiff also asked of photos of the surgery and for the coils to be retained as she had concerns with fragmentation of the devices ¿ this did not occur. The essure device was removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain in her pelvic region") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 3. Previously administered products included: oral contraceptive nos. On an unknown date, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("the plaintiff noticed an increase in all of her allergies"), malaise ("would feel unwell"), brain fog ("brain fog"), heavy menstrual bleeding ("suffering a period that was longer than necessary and longer than reasonable as"), abdominal discomfort ("distress") and uterine injury ("damage to the plaintiff¿s uterus"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, brain fog, heavy menstrual bleeding, hypersensitivity, malaise, pelvic pain and uterine injury to be related to essure administration. The reporter commented: approximately 3 months later there was a review when she was informed that the essure implantation had been a success. The plaintiff had a hysterectomy. The plaintiff sought x-rays of the coils but dr refused to have x-rays taken. The plaintiff also asked of photos of the surgery and for the coils to be retained as she had concerns with fragmentation of the devices ¿ this did not occur. The essure device was removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.